Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use in patient, the stent of an 18mm palmaz blue stent on 6mm x 20mm aviator plus balloon-expandable stent delivery system (sds) was fractured. There was no reported patient injury. The device was changed to a competitor¿s stent to complete the procedure. The target lesion is the renal artery which was stenosed. There were no damages noted to the device packaging. There were no difficulty removing the device from the package. There was no difficulty prepping the device. There were no kinks or other damages noted prior to inserting the product the product into the patient. There were no difficulties advancing the device in the patient. No other information was provided. The product was returned for analysis. A non-sterile stent of a palmaz blue on aviator plus 6x18 142cm sds was received for analysis coiled inside a plastic bag, along with an unknown capture device. Per visual analysis, the stent was observed slightly compressed/crushed. Also, a strut from the stent was observed separated, as received. No other anomalies were observed on the stent. Per sem analysis the separated strut area of the palmaz blue stent revealed evidence of a twisted condition and ductile dimples. The twisted condition and ductile dimples observed on the separated strut area, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the stent strut material was induced to a tensile force that exceeded the strut material yield strength prior to the separation. A product history record (phr) review of lot 82199342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - fractured - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (stenosed renal artery) or procedural/handling factors may have contributed to the event as evidenced by a twisted condition and ductile dimples noted on the stent during analysis. The twisted condition and ductile dimples observed on the separated strut area, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the stent strut material was induced to a tensile force that exceeded the strut material yield strength prior to the separation. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use in patient, the stent of an 18mm palmaz blue stent on 6mm x 20mm aviator plus balloon-expandable stent delivery system (sds) was fractured. There was no reported patient injury. The device was changed to a competitors stent to complete the procedure. The target lesion is the renal artery which was stenosed. There were no damages noted to the device packaging. There were no difficulty removing the device from the package. There was no difficulty prepping the device. There were no kinks or other damages noted prior to inserting the product the product into the patient. There were no difficulties advancing the device in the patient. The device will be returned for evaluation. No other information was provided.